Event description:
It was reported by service report that the fowler weld was broken and the fowler is stuck at 25 degrees and it will not raise or lower. It is unk if there was pt involvement or if there are adverse consequences to report.